Manufacturer narrative:
(B)(4). Complaint sample was not returned for evaluation. Reported event was confirmed with surgeon submitted radiograph. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Root cause was unable to be determined.

Event description:
It has been reported that following the placement of a locking cannulated blade plate, the plate was found to be fractured. X-ray was taken at approximately six weeks post-op and confirmed the fracture. No other patient consequences were reported.